Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed imaging core windup beginning 21cm from the distal end of the connector shaft. The sheath was kinked and the imaging window was detached in the lapjoint section. The imaging window was not returned for analysis. Impedance testing showed an electrical open at the proximal wave form.

Event description:
Reportable based on device analysis completed on 08dec2022 it was reported that visualization issues occurred. An opticross hd catheter was selected for ultrasound examination of the target lesion. During preparation, there was no image shown. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window detached in the lap joint section.